Manufacturer narrative:
Lui, c.h et al. ¿¿radiofrequency ablation of hepatic metastases: factors influencing local tumor progression¿. Offical journal of the society if surgical oncology.(2014) 21:3090-3095.device evaluated by manufacturer: the device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Reported via journal article. It was reported that minor patient complications occurred post radiofrequency ablation (rfa) procedures. The complications included a small asymptomatic pneumothoraces,small perihepatic hematomas, a relatively small pleural effusion and a small peri-hepatic biloma. All minor complications were managed conservatively.